Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 30-apr-2022, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 30-apr-2022 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 24.1 u and dailytotalofbolusinsulindelivered = 33.1 u which is equal to the dailytotalofallinsulindelivered = 57.2 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 30-apr-2022, these pump error(s)/alarm(s) were noted: sensor error alert (801) was found on: 04/27/2022 23:10:26.000 sg calibration error (776) was found on: 04/28/2022 05:06:30.000 04/28/2022 05:06:30.000 the pump was programmed with a test guardian link (2) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 04/26/2022 13:39:00.000 insert battery alarm was found on: 04/26/2022 13:56:07.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 28-apr-2022 at 18:22:00.000. There was no power data available for the date of 26-apr-2022. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.56 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap locks properly into the reservoir compartment; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka retainer ring damage (a partially broken retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported a blood glucose value of 400 mg/dl. The customer reported hypoglycemia, diabetic ketoacidosis and vomiting treated with hospitalization, and intravenous drip respectively. The event involved product(s) mmt-1712k. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1712k was returned for analysis.